Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 550 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer stated that their infusion set had a bent cannula and the insulin pump alarmed unexpected restart error. Customer stated they were using auto mode at the time of event. Customer stated they treated high blood glucose value with syringe. Customer declined troubleshooting for high blood glucose value. Customer will continue the use of the device.